Event description:
It was reported the implantable neurostimulator was put in ¿too high¿ on the right side in 2004 and had to be ¿fixed¿/revised. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0424786v, implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: extension. (B)(4).